Manufacturer narrative:
Added: d9. Corrected: d3, d4 (serial). Mechanical interaction with blood / hemolysis: the cause of the mechanical interaction with blood / hemolysis was not determined due to no defect found on the returned product, no data logs recovered, and insufficient clinical details. Clinical details from the field indicate blood products given to the patients and/or pump positioning at an anastomosis site could have caused the issue, but true root cause could not be determined between the two possibilities. Device in wrong position: the cause of the device in wrong position was not determined due to no damages found on the returned product and insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 71-year-old male underwent elective placement of an impella 5.5 on (B)(6) 2026 at 11:36 am via direct surgical access through the left side with the access vessel being the aorta. The patient¿s pre support clinical state was consistent with scai shock stage c. During support, the patient developed pink colored urine; multiple physicians reported the discoloration was believed to be related to blood product administration. The patient received multiple units of red blood cells, platelets, and medications including recombinant activated factor vii (novoseven) and other anticoagulant therapies. On sunday evening at approximately 5:00 pm, laboratory results demonstrated evidence of hemolysis. In response, the impella was repositioned; however, no change in urine color was observed. During subsequent discussion, the physician stated the impella may have been withdrawn too close to the anastomosis, which was believed to have contributed to the observed hemolysis. The impella 5.5 was explanted on (B)(6) 2026 at 4:43 pm. It was not reported if the hemolysis was resolved after explant. The patient survived to explant. Hemolysis may be influenced by underlying scai shock stage c patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, anticoagulation status, and potential device position.

Event description:
Additional information was received. The pump was not removed due to the hemolysis. It occurred post repositioning and the doctor determined that the patient was ready to come off support. The pump will be returned for investigation.

Manufacturer narrative:
B5 additional information received was omitted from the initial report that was submitted and was added.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated d4 primary UDI number. Updated h3 device evaluated by manufacturer to "yes".